Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. An nc was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the nc (pre-conditioning dwell time deviation during sterilization). Devices met specification prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the dynamic anchor detached. There was no reported patient harm.